Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2021 as no event date was reported. Block h6: problem code a041001 captures the reportable investigation result of balloon pinhole. Block h10: investigation result: a visual examination of the returned complaint device found that the balloon and the catheter did not have any visual defects and was in a good condition. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to cut-like damage located over the ro marker of the balloon that generated a pinhole leak. Microscopic inspection was performed and confirmed a cut over the ro marker that caused the pinhole in the balloon. It is possible that the factors encountered during the procedure, such as the technique used by the physician and/or the interaction with the scope could have caused the cut found in the balloon and consequently the pinhole leak during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Boston scientific corporation received an unauthorized return of a hurricane rx dilation balloon. It was found out that the balloon was physically damaged and generated a pinhole leak when inflated. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon and the catheter did not have any visual defects and was in a good condition. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to cut-like damage located over the ro marker of the balloon that generated a pinhole leak. Microscopic inspection was done and confirmed the damaged balloon. It is possible that the factors encountered during the procedure, such as the technique used by the physician and/or interaction with the scope, could have caused the resulting pinhole leak during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Boston scientific corporation received an unauthorized return of a hurricane rx dilation balloon. It was found out that the balloon was physically damaged and generated a pinhole leak when inflated. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.